Event description:
The dr reported that eleven weeks post-operatively, the pt fell off a scaffold. He scoped the pt's shoulder and found that two of the three anchors he had initially placed were pulled above the bone surface. He opened the shoulder, and removed the two anchors. He replaced one anchor with another innovasive roc xs fastener, and then performed two bone tunnels. The dr reported that there was healing around the two anchors he removed, and that the suture had not broken. He also reported that the wings of the device were open. This indicates the devices had functioned properly.